Event description:
It was reported that during an unknown procedure using fast-fix 360 curved ndl delivery system t2 deployed itself too early. There was a procedural delay of 10 to 15 minutes. The procedure was completed using a back-up device. The first implant (t1) was cut-free and removed. This incident did not result in any patient injury or complications.

Manufacturer narrative:
Initial reporter: international phone number (B)(6). One device was returned for evaluation. The introducer needle, suture, anchors and depth straw were returned for evaluation. The device was visually evaluated and the following was observed; t1 is longer on the introducer needle however t2 is, the deployment knob is in the t2 pre-deployment position. The device was functionally tested by actuating the deployment knob and t2 was successfully deployed into a rubber meniscus. A review of the nonconformance database did not identify any issues during the manufacture of the device. The case details report that t2 did not successfully deploy, however when the returned device was tested t2 deployed with no issue. The failure mode is unconfirmed, and the root cause is unknown as no problem was found. No additional action is required. (B)(4).